Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: bone screws. Medical product: titanium cage. Medical product: rod. Medical product: pedicle screws (6.5mm x 40mm). Medical product: bmp "soaked" nanos implant. Medical product: jackson-pratt drain. Therapy date: (B)(6) 2019. Medical product: spinalpak assembly catalog: #1067716 serial: # (B)(4). Medical product: unknown. The customer has indicated that the product will not be returned to zimmer biomet for investigation as the product is still being used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient was experiencing skin irritation from using the 63b electrodes. The patient uses the electrodes twelve hours on and twelve hours off. The patient did contact his physician for the skin irritation. The physician advised the patient to cut back on treatment time and to try different electrodes. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned to zimmer biomet for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: b4: date of this report added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H6: method code updated to 4114: device not returned. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
It was reported that the patient was experiencing skin irritation from using the 63b electrodes. The patient uses the electrodes twelve hours on and twelve hours off. The patient did contact his physician for the skin irritation. The physician advised the patient to cut back on treatment time and to try different electrodes. It was reported that no further information is available.